Event description:
It was reported that the nurse placed a foley catheter for patients with orthopedic surgery due to urinary retention on (B)(6) 2022. When the foley catheter was pulled out according to the doctor's instructions, the fluid in the balloon could not be extracted, and the catheter could not be pulled out. After cutting the balloon tube, the fluid in the balloon was still unable to removed. Therefore; following the doctor's instructions, the user punctured the balloon and pulled out the catheter under the guidance of b-ultrasound. This incident increased the workload of nurses, and the puncture balloon increased the patient's pain and risk of puncture, resulting in severe patient dissatisfaction.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."